Manufacturer narrative:
MDR 3003442380-2026-52797 / initial 1 of 2. E1: patient city: (B)(6). Patient country: mexico. Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient had high blood glucose due to infusion set peel off and dislodge from the skin and treated with manual pump event on (B)(6) 2026.